Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: 0210615615, implanted: (B)(6)2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 03-dec-2019, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the after a last operation on the left shoulder, the stimulation no longer works properly and there was loss effect of stimulation. The patient turned off the device during the operation. After the operation, they had no longer had tingling/paresthesia of stimulation. The device was interrogated. Contacts 1, 3, 4, and 6 were broken. The lead was fractured. The patient had a second operation of shoulder. The lead was explanted and replaced on (B)(6) 2019. The outcome was resolved without sequelae on (B)(6) 2019. Etiology was related to the device or therapy. No further complications were reported.